Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and investigated. The reported inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, while the inability to remove the gripper line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that the patient, with mixed mitral regurgitation (mr) underwent a mitraclip procedure. The clip was placed at the anterior 1/posterior 1 (a1/p1) leaflet segment and deployment was initiated. The gripper line removability testing was performed and was satisfactory. The clip was deployed and an attempt was made to remove the gripper line; however, it was noted that the gripper line was stuck and could not be removed. Troubleshooting maneuvers were performed, but the gripper line could not be removed. The clip delivery system was then removed and one end of the gripper line extended out of the steerable guide catheter. The end of the gripper line was able to be pulled and the gripper line was removed without any additional difficulty. Mr was reduced to grade <1. There was no reported adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.